Manufacturer narrative:
Final analysis found that the proximal insulation was degraded and the lead was squeezed at 23 cm from end of the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high thresholds, 6v at 1.5ms. The lead was explanted and replaced. The patient's condition was good before and after the procedure.